Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient arrived on (B)(6) 2024 to emergency department with complain of chest pain for 2 days without relief with rest. They stated they had been seen multiple times recently by implanting center in (B)(6) for arrhythmia issues and started on amiodarone. There were talks of possible ablation, but the patient was ultimately deemed able to be discharged at that time. An echocardiogram (echo) was done 3 weeks ago stating ejection fraction (ef) of 10%. They stated that they had been having pulsatility index (pi) of up to 13-14. Log files was mostly filled with pi events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information stated that all 3 electrocardiograms (EKG's) from admission from (B)(6)2024 showed that the patient was in sinus rhythm, one with premature ventricular contraction (pvc's). No other arrythmia was noted. They were started on amiodarone because of the ectopy. The patient did not plan to have ventricular tachycardia (vt) ablation.

Manufacturer narrative:
Section b2; outcomes corrected. Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The submitted log files were reviewed. Pi values varied in the log files, and elevated pi values were intermittently noted. The system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including pulsatility index (pi). Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). This section warns that one single pump parameter is not a surrogate for monitoring the overall clinical status of the patient. Any change in parameters should be evaluated with all clinical considerations taken into account. Section 1 of the IFU also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 ¿system monitor¿ of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ (under ¿alarms that do not appear in alarm history¿) explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.